Manufacturer narrative:
The test strips (lot # 45001a566) were returned and an investigation utilizing a retained meter ((B)(4)) and retained control solutions has determined the complaint is not confirmed. All results were within range specification and no errors were observed. The results are consistent with the retain testing conducted, which found that not all strips in affected vials are impacted.

Event description:
Customer reported losing conciousness and being diagnosed and treated for severe hyperglycemia and dka. Customer was using abbott precision strip lot 45001a566 which is included in the recall (field action adc fa1197-2010). Customer reports insulin was administered through an IV to counteract the event.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010. (B)(4)

Manufacturer narrative:
The product has been returned and an investigation is in process. However, in the interim retain testing for strip lot number 45001a566 has been performed with passing results. The complaint was not confirmed. A follow-up report will be submitted once additional information is obtained.